Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Despite customer observing insulin coming out of the cartridge but not from the infusion set tubing, customer alleged that the occlusion was pump related. Customer's blood glucose ranged from 540 to greater than 600 mg/dl with diabetic ketoacidoses. Customer administered manual insulin injection to address elevated blood glucose level. Customer went to the emergency room (ER) and was admitted to the hospital. Customer was treated with manual insulin injections and intravenous fluids. Customer was released from the hospital one day later with the issue resolved and no permanent damage.